Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator monitor exhibited paddle damage. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the paddles are damaged. The fse was invited to the site after the customer received the field safety notification (fsn) letter regarding the paddles that could pose a risk for patients and have to be replaced periodically. The fse replaced the paddles, performed the operation test, and the device is functioning normally. The device remains at the customer site and no further evaluation is warranted at this time. The fse replaced the paddles per the fsn recomendation. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.